Event description:
Reporter stated that caller from facility reported a free flow of solution from source container(s) into the final container just after the transfer set was installed on the unit. The reporter asked if the rotors of the unit had been turned as part of the set installation procedure and was told they had not been. He reviewed the proper set installation procedure per the operators' manual, having the caller turn the rotors counterclockwise to occlude the lines of the transfer set. She hung a new final container and there was no free flow. Since the issue was resolved by telephone, the unit was not sent to product services for evaluation. No pt involvement.